Manufacturer narrative:
Batch review performed on 09 january 2024. Lot 186876: (B)(4) manufactured and released on 17-jan-2019. Expiration date: 2024-01-02. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with another similar reported event during the period of review.

Event description:
The patient had a primary hip surgery with a competitor at an unknown date. Subsequently, the patient was revised for an unknown reason and a medacta cup, head and liner were implanted on (B)(6) 2023. Presently, on (B)(6) 2023 the patient came in reporting pain due to a loose cup. The surgeon revised the medacta cup and liner with a competitor's product and revised the medacta head with another medacta head. The surgery was completed successfully.